Event description:
Received information stating patient was hospitalized due to increased pain post lengthening. As per reported radiographic inspection identified excessive elongation. Patient has been released from hospital. Manufacturer ref: (B)(4). Distributor reference: (B)(4).

Manufacturer narrative:
As per reporter the surgeon reported difficulties with the control set since the first lengthening session. Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted. As per IFU: possible adverse events. In addition to the general risks involved in surgical intervention, the following side effects may occur in some cases despite correct treatment: slight tingling to severe pain in the affected limb, particularly during and after distraction.

Manufacturer narrative:
Technical analysis and conclusions: a technical evaluation of the device involved was not possible as it was not returned for analysis. Based on the information provided: 1) the nail and receiver are implanted and functioning. 2) the control set is with the patient, and it is functioning. 3) the patient is continuing the treatment successfully. It is likely that there was no malfunction or deterioration in the device performance and that the issue experienced is not device-related. As per IFU: possible adverse events. In addition to the general risks involved in surgical intervention, the following side effects may occur in some cases despite correct treatment: · slight tingling to severe pain in the affected limb, particularly during and after distraction.

Event description:
Received information stating patient was hospitalized due to increased pain post lengthening. As per reported radiographic inspection identified excessive elongation. Patient has been released from hospital. Manufacturer ref: (B)(4). Distributor reference: (B)(4).